Event description:
Additional information was provided by the customer: the issue occurred at the end of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d10, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was flooding in the main unit imaging and flooding in the camera cable. Based on the results of the investigation, it is likely the following led to the malfunction: for camera image misalignment no device problem was found, but for flooding in the main unit imaging and flooding in the camera cable was caused due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had an image misalignment. There were no reports of patient harm.